Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional report left side no complaint. Patient later reported left side capsular contracture baker grade iii and exchange textured to smooth due to patients concern. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.,h.6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, and exchange from a textured to smooth breast implant due to the patient¿s concern with the product.device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken on plug strap, yellow particles outer device and missing plug strap. Leak test and microscopic analysis was performed which identified: device no leak and sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp broken on plug strap assessed as an unidentified (tear) opening. Missing plug strap assessed as inconclusive no leak was observed in the device.

Event description:
Patient reported left side capsular contracture baker grade iii and exchange textured to smooth due to patients concern. Healthcare professional reported left side capsular contracture, baker grade IV, and exchange from a textured to smooth breast implant due to the patient¿s concern with the product. Device has been explanted.